Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had oily, rainbow effect on screen and had to press act button about 3-4 time in order for it to engage. The insulin pump had crack on insulin pump on body casing, unexplained random no delivery alarms and rewind makes loud noise, clock runs fast, alarm soft now. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.